Event description:
Tab on keel punch broke.

Manufacturer narrative:
Examination of the returned punch confirmed one of the two tab features is fractured. The investigation could not draw any conclusions about the root cause of the fracture. CAPA (B)(4) has been initiated to investigation root cause and corrective actions. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.